Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited cross talk and noise oversensing. No changes or intervention was performed. There were no patient consequences.